Manufacturer narrative:
The company rep performed running test but was unable to duplicate the reported event. As a precautionary measure, the pressure transducer ((B)(4)) was replaced. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the pump stopped to work after several times pumping due to "rapid gas loss" alarm. The iabp connections including safety disk and to iabp port on the pump were inspected and no loose connections were found. The catheter was replaced with another one of the same size, but the issue persisted. The patient was switched to another unit (system98) and therapy was continued. No patient injury was reported.